Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code "lec 1720". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Review of the event history log showed the pump displayed an occurrence of error code 1720. Functional testing involved powering up the pump and showed that the device displayed error code 1720. The investigation determined that the backup capacitor was the cause of the reported issue. The backup capacitor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.